Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-23. H6: investigation summary. Customer returned (2) loose 3/10cc, 8mm syringes. Customer states that the stopper is deformed. Both returned syringes were examined and no deformed stopper was observed. Both plunger rods were able to be exercised in the barrel without any observed defects. Unable to perform DHR check for stopper damaged/disfigured due to unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure. H3 other text : see h10.

Event description:
It was reported that 2 syringe 0.3ml 30ga 8mm 7bag 420cas jp had deformed stopper and scale marking issues at an unspecified time. The following was reported by the initial reporter: "this is a report about the following two issues of syringe (326638). 1. The stopper is deformed (damaged). 2. The scale is misaligned."

Manufacturer narrative:
"Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that 2 syringe 0.3ml 30ga 8mm 7bag 420cas jp had deformed stopper and scale marking issues at an unspecified time. The following was reported by the initial reporter: "this is a report about the following two issues of syringe (326638). The stopper is deformed (damaged). The scale is misaligned."